Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the raytecs are too thin and fraying. When they are wet, they fall apart. The customer is using this product in place of their regular product which is on backorder. There was no patient harm.

Manufacturer narrative:
Additional information: h4 device manufacture date was added the device history record (DHR) was reviewed and indicated no discrepancies. Ten unused trays were provided as samples. These were evaluated and did not show presence of fraying. The root cause could not be determined because the reported condition was not found on the returned samples. No action will be taken at this time. This complaint will be used for tracking and trending purposes.